Manufacturer narrative:
FDA reported this event to 3m. 3m followed up with the physician and he provided the following info. The pt was sick to begin with, had congenital abnormalities and was receiving a long term IV antifungal therapy for fungal infection. Transpore tape was used to secure IV. He reported that the cause of the cutaneous zygomycosis was not intrinsic contamination of the tape, the cause was loss of skin integrity as a result of using the tape which may have allowed fungus living in the environment to get in. Patient died, related to severity of infection (the date of pt's death is unknown). The physician did not attribute the infection to transpore tape, however, there was disruption of skin integrity related to tape use. In summary, the infection that arose at the tape site after the tape removal was the incidental result of skin stripping associated with tape removal. Based on the info available, the transpore tape site infection was not causally related to the pt's subsequent demise.

Event description:
3m was informed of an adverse event by a letter rec'd from FDA with an attached medwatch report on 01/08/2007. The physician reported that a pt developed cutaneous zygomycosis on the left forearm in an area that had been covered with 3m transpore tape for a prolonged period of time. The lesion was initially attributed to irritation and/or allergy. Patient was treated with IV liposomal amphotericin, but, at the time of report, no improvement was noted. Three open rolls of tape were located in the pt's room and these rolls were submitted for analysis. It is suspected one of these rolls was used on the pt. The user report indicates no product problem. Upon receiving the letter from FDA, further investigation was conducted by following up with the physician.